Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that two nurses could not log in with fingerprints. A technical support specialist guided the customer to flip the drawer switch off and back on to resolve the issue. A technical support specialist guided the customer to re-enroll the two nurses with their fingerprints, and they were able to log in successfully. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that the pyxis medbank es system two nurses could not login with fingerprints. The customer stated that there was patient involvement, but no other information was released by the customer. There were no adverse events or injuries reported based on this event.